Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: due to product contamination, the samples were retained by (B)(6). We are unable to inspect contaminated samples. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: we were unable to confirm complaint.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in had foreign matter in fluid path, some black particles in the needle were seen. No injury, no medical intervention.